Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available yet. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion occurred. During a left atrial appendage (laa) closure procedure was being performed, a versacross connect for faradrive kit was selected for use. A 2 mm pre-existing pericardial effusion was seen prior to the start of the procedure. The 27 mm wds was prepped, advanced, and successfully deployed in the laa. Post procedure, after removing the sheath from body the pericardial effusion was observed to have grown to 5 mm. The patient was monitored, and no intervention required to treat the effusion. The patient recovered and was discharged home the next day. The device is not expected to be returned for analysis.